Event description:
Customer reported a high blood glucose level of 600 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection and followed instructions to inspect and replace necessary supplies. Technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels, which the customer acknowledged.